Manufacturer narrative:
B3: date of event and d5: operator of device are unknown; no information has been provided to date. H3- other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking from the reservoir. Patient involvement is unknown.

Manufacturer narrative:
D9: date returned to mfg.: 1/30/2024. One device was received. Per visual inspection, the water tank cover was cracked, stained water tank, faded line cord, quick connect corroded and reservoir is worn. Per functional testing, the device is leaking from the reservoir. The complaint was confirmed. The root cause was a worn gasket on the bottom of the reservoir. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.